Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received, a supplemental report will be file. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve severe paravalvular leak resulted from a deep implantation at 10mm. Two balloon aortic valvuloplasties (bav) were performed with slight improvement. A second valve was implanted valve in valve 6mm higher. Another bav was performed reducing the pvl to mild. No adverse patient effects were reported.